Event description:
During a laparoscopic colostomy closure procedure, upon inspection and testing of the anastomosis, a large leak was found on the posterior portion of anastomosis. The staple line on the anterior poriton was not formed. The area was hand-sewn and the leak was still present, so the procedure was changed to open. The stapled portion was then excised and anastomosis was hand-sewn. Pt is doing well 2 days post op.